Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes leaked blood during use. The following information was provided by the initial reporter: during use this batch, the customer found blood leakage.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes leaked blood during use. The following information was provided by the initial reporter: during use this batch, the customer found blood leakage.